Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. Upon investigating analytical logs, it was observed that multiple pairing failures occurred which indicate a possible issue with lost bonding keys. Issue was confirmed to assist with the resolution of the issue, we provided helpline team with the following steps - leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). Remove the mobile device from the pump. Turn bluetooth off from the ios settings app (settings > bluetooth). Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. Turn bluetooth back on. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump if the previous steps did not work, please try restarting your mobile device and re-pairing with the pump using the following steps: leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). Remove the mobile device from the pump. Restart the mobile device. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump the helpline informed us that the issue was resolved by them during their interaction with the patient and no further analysis required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced no communication pump to mobile, unable to upload/download. The customer reported no adverse event. The event involved product(s) mmt-6102 and mmt-1884l. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions. The issue escalated. The customer called, for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-6102. The customer would discontinue to use of the device. Mmt-1884l was requested. And the customer response was, the device would be returned.